Manufacturer narrative:
A field service engineer (fse) was dispatched who shipped a new battery backup system to customer to correct issue. Customer installed it to correct issue. Phone fix. No further action required by field service. The most probable cause of the reported event was battery failure tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2017, a customer wants to discuss a lamp replacement during last service event with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2017 to address the reported event, which resulted in delay in reporting of patient results for bhcg and afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.